Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to undersensing and an atrial noise marker, or an, followed by an unmarked beat. In addition, the an marker did not line up with any atrial deflections. Technical services (ts) explained that the unmarked beat fell within the noise window. Additional troubleshooting options were reviewed. This pacemaker remains in service. No adverse patient effects were reported.